Event description:
The customer reported that the screen would go black. The system would intermittently not display a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The interconnect cable was replaced because it was worn. The system was tested and found to be working as intended and put back into service.